Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, they noted a split in the arterial lumen of the catheter. They exchanged the dialysis catheter. There was no reported patient outcome.